Event description:
A pharmacist reported that during intraocular lens (iol) implant surgery, a broken haptic was noted. Iol decentration and posterior capsular bag tear occurred. Enlargement of the incision was required to remove, and replace the iol. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 10/02/2009.